Manufacturer narrative:
The root cause of the thrombosis and ischemia was unable to be determined due to insufficient clinical details. The cause of the pain was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
Corrections: b2: death and other serious selected. Specific date of death is not known. B5: additional narrative provided to include new information from our long-term outcome and quality indicator (loqi) registry (thrombotic vascular complication), as well as information that was previously not reported (low//blocked flow, placement signal issue, death). D1: name brand updated. G3: revised date to align with information not previously reported. H6: clinical code removed 1888, hemorrhage/blood loss. H6: med dev prob code added a140508, a0709. Additional information was received from medical safety team via loqi stating that the gi bleed is not related to the impella. Previous supplemental MDR provides investigational details pertaining to thrombosis and ischemia. Please note that this investigation has been reopened and currently under review. A supplemental MDR will be filed upon completion.

Event description:
Clinical narrative (updated: 2026-3-25). An impella 5.5 supported the 84-year-old male patient who had been admitted in for a high-risk percutaneous intervention on (B)(6) 2024, via the axillary graft access. While on the pump support there were observations made of low/blocked pump flow and placement signal loss/unreliable on various days of the 16 day support. The team did not need to explant or replace the pump for these issues, only gave blood products/albumin to resolve the underlying low native flow in the left ventricle. Later on (B)(6) 2026 the medical team reported upon a new adverse event with relationship to the pump. The harm was for a thrombotic vascular occlusion post explant in the right upper arm of the patient post pump explant. The team had to intervene and perform a thrombectomy to resolve the pain and ischemia. Post thrombectomy the issue resolved. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The patient was known to expire from underlying heart failure, and no allegation made that the impella use was the cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured a gastrointestinal (gi) bleed and atrial fibrillation with a "possible" relationship to the impella device used. The gi bleed developed during support and was treated with three units of packed red blood cells. It was reported that the patient/event has not recovered/not resolved. Approximately one month after explant of the impella device, the patient experienced atrial fibrillation. The patient was documented to have recovered from atrial fibrillation event with no sequelae.

Manufacturer narrative:
Updated information: the investigation for the low or blocked pump flow has been completed. The root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details, inconclusive evidence from data log analysis, and unreturned product for further investigation. The investigation for the placement signal issue has been completed. The root cause of the placement signal issue was not determined due to lack of sufficient clinical details, unreturned product for further investigation, and inconclusive evidence from data log analysis.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and atrial fibrillation has been completed. The pump was not returned for investigation. According to the clinical notes, a gastrointestinal (gi) bleed was noted on the fifth day of pump use. Additionally, atrial fibrillation was reported one month after the impella explant. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not required. The relation between gi bleed and impella was unknown. The cause of the atrial fibrillation was unable to be determined due to insufficient clinical details. The relationship between the impella device and the atrial fibrillation is unrelated, as the issue occurred one month after the explant. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26282 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26282.